Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During preventative maintenance of the device, the user reported that the it was very difficult to connect the male connector to the female coupler. Since the event occurred during preventative maintenance, there was no patient involvement during this event.